Manufacturer narrative:
Additional information: d9,h3, h6, h11 h11: the device was received for evaluation. During functional testing ,'the pump will not acknowledge the door closed with tubing installed' was not reproduced.a review of the history log revealed multiple "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be cracked lower left outer door cover causing door jammed. Outer door cover requires replacement to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not acknowledging the door closed with tubing installed during testing in the biomedical service department. There was no patient involvement. No additional information is available.